Event description:
A malfunction alarm was reported after a mobile sleeve became wet. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support in resetting the pump, and it was confirmed that the malfunction code did not reoccur after the reset. The customer was advised to continue using the pump and instructed to contact support if issues arise again.